Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open in the middle and then deployed in the catheter during retrieval. The patient was undergoing a procedure to treat an unruptured saccular left paraclinoid aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was 3.5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. The pipeline opened well at first but then twisting and kinking of the middle section of the stent was observed. The device was deployed to the point of the resheathing marker and all maneuvers to open the middle section were unsuccessful so it was considered that the device failed and could not be used. During retrieval of the pipeline, the stent deployed within the phenom microcatheter and remained trapped in the microcatheter. Both devices were replaced and the replacement pipeline 4.75 x 16 was able to be delivered with another phenom 27 microcatheter and implanted successfully without any issue in one attempt. There was no harm or injury to the patient. Ancillary devices: cordis 8f sheath, neuron max guide catheter, traxcess guidewire, sofia 6f catheter

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box; within individual sealed plastic biohazard pouches, within opened outer cartons and within opened inner pouches. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The phenom-27 micro catheter was found kinked at ~4.9cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex w/ shield braid was found within the proximal phenom-27 catheter. The micro catheter was cut to remove the braid. The distal braid was found fully opened, damaged, and frayed. The middle braid was found fully opened. The proximal braid was found tapered, damaged, and frayed. No damages or irregularities were found with the proximal pusher. The hypotube was found stretched with the ptfe shrink tubing undamaged at the same area. The resheathing pad was found damaged. No damages were found with the distal marker, or with the proximal bumper. The distal delivery wire was found broken between the resheathing pad and dps sleeves. The distal segment was not returned for analysis. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.4cm and the usable length was measured to be ~151.9cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The returned devices could not be used for resistance testing due to the damages and the braid was already deployed. The broken distal delivery wire was sent out for sem testing. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed. Possible causes for incomplete open during the procedure are patient vessel tortuosity, damaged braid, braid improperly size to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported device not placed in a vessel bend, device resheathed more than 3 times, all devices were prepared per IFU, and patient vessel tortuosity as moderate. The customer report of ¿resistance during retrieval¿ and ¿catheter resistance¿ was confirmed as the damages found is consistent with resistance. From the damages found with the hypotube (stretched), resheathing pad (damaged), distal wire (break), braid (damaged), and catheter (kinked); it appears that high force was used. It is likely these damages occurred when the customer attempted to retrieve the pipeline flex w/ shield through the phenom-27 catheter against the reported resistance. Possible causes for resistance are damaged catheter, damages to the pushwire, damages to the braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/ torques wire while advancing ped in micro catheter. Customer reported pushwire was not rotated/pulled back during procedure. The sem results: ¿the wire failed via tortional overload¿. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no damage observed to the pipeline pushwire or the phenom 27 microcatheter. The pushwire had not been rotated or pulled back at any time during the procedure, and the pipeline was not placed in a vessel bend when it failed to open. It started to unfold in a straight segment. No additional steps were taken to open the device. The pipeline had been recaptured three times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.